Event description:
The patient developed a hematoma following the ifuse procedure in (B)(6) 2015. The surgeon performed a second surgery where he evacuated the hematoma. The patient's pain complaints resolved following the procedure. No implants were adjusted or removed.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU and fmea there is no evidence that the device was out of specification. The most probable root cause is risk associated with surgery. Part numbers: ifuse implant, p/n 7040-100, ifuse implant, p/n 7040-100, ifuse implant, p/n 7045-100, ifuse implant, p/n 7055-100.